Manufacturer narrative:
Initial evaluation will advise upon receipt.

Event description:
Customer concerned with tables bilateral chest pad used for prone positioning as when table is tilted pts are known to shift and with the one pt there was skin shearing. Surgery was for approx 6 hours and it was noted that the pt developed redness and bruising on the inside of her right breast.